Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of elastomeric devices underinfused during infusion. Half the volume of fluorouracil is often left in the device after 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.